Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that following a factory reset, the user experienced hyperglycemia after a usual meal announcement, with blood glucose reaching 289 mg/dl and remaining above range for approximately 1.5 hours before trending down to 250 mg/dl, while a system check performed over the phone passed and no alerts or alarms were reported. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and no suspension of insulin. Investigation included a remote system check and user troubleshooting and education. Investigation of this case revealed no device malfunction detected during the system check and the cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with cause undetermined, with no adverse health impact and device function confirmed by remote check. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.